Event description:
Event description boston scientific received information that this transvenous ventricular lead displayed out of range shocking impedance relatively soon after a changeout procedure for the device. A competitor's model was implanted. The rate/sense impedance was normal, and no noise was present.